Manufacturer narrative:
Medwatch field e1, zip code has been updated.

Manufacturer narrative:
The na electrode lot number was ash51. The electrode expiration date was requested, but not provided. The last calibration performed on 29-oct-2024 was acceptable. Upon review of the alarm trace, abnormal probe aspiration alarms and a sample clot detection alarm were observed. The field service engineer determined that the sipper thumb screws were loose due to a damaged thread in the sipper shaft. The mechanism was replaced. Mechanism checks and ise checks were performed; these passed. Precision studies were run and passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for approximately 505 patient samples tested on the cobas 8000 ise module. Controls run prior to the patient samples were acceptable, but controls run 12 hours later were outside of range. The customer performed a calibration and controls were acceptable, but very low. The customer noted that sipper nozzle screws were loose and then tightened these. The customer provided one example of a patient sample with discrepant na electrode results. The sample initially resulted in a na value of 132 mmol/l and it repeated as 138 mmol/l. The repeat value was deemed correct.